Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain especially in left lower quadrant') in an adult female patient who had essure (batch no. 646517) inserted for female sterilisation. The patient's medical history included hypertension, syncope, seizure and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atenolol, cetirizine hydrochloride (zyrtec) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right tube: 5 coils, left tube: 1-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: preliminary view shows normal position of the essure device, proximal markers following administration of contrast there was no free spillage of contrast into the peritoneum, consistent with fallopian tube occlusion normal appearing uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain especially in left lower quadrant') in an adult female patient who had essure (batch no. 646517) inserted for female sterilisation. The patient's medical history included hypertension, syncope, seizure and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atenolol, cetirizine hydrochloride (zyrtec) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right tube: 5 coils. Left tube: 1-2 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: preliminary view shows normal position of the essure device. Proximal markers. Following administration of contrast there was no free spillage of contrast into the peritoneum, consistent with fallopian tube occlusion normal appearing uterine cavity. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Reporter, lab data, date of birth and lot number added. Event removal replaced with pelvic pain. Removal surgery details and rcc added this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain especially in left lower quadrant') in an adult female patient who had essure (batch no. 646517) inserted for female sterilisation. The patient's medical history included hypertension, syncope, seizure and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as atenolol, cetirizine hydrochloride (zyrtec) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral total salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right tube: 5 coils. Left tube: 1-2 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: preliminary view shows normal position of the essure device. Proximal markers. Following administration of contrast there was no free spillage of contrast into the peritoneum, consistent with fallopian tube occlusion normal appearing uterine cavity. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Reporter, lab data, date of birth and lot number added. Event removal replaced with pelvic pain. Removal surgery details and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.